Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 280 mg/dl. The customer stated that they felt sick at school and started throwing up. The customer did not have the insulin pump on them at the time of the call. The customer will call back to trouble shoot when the find the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.